Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant of the implantable pulse generator (ipg) the patient experienced pericarditis and a pericardiocentesis was performed. The patient later developed pain at the pocket site. The ipg was revised and remains in use. No further patient complications have been reported as a result of this event.